Event description:
Medtronic received info that during the bypass procedure, this oxygenator exhibited a spike of high pressure at the inlet side measuring 550. It was noted the act value was 386, hms 860 with good gas transfer. Just prior to completing the procedure, the high pressure decreased and the procedure was successfully completed without changing the device. There pt fully recovered from the procedure with no adverse effects reported. The oxygenator was discarded and therefore, will not be available for analysis.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the device was discarded after the procedure; therefore, no analysis of the device could be performed. Conclusion: as the device was not returned for analysis, root cause for the high pressure could not be ascertained. The procedure was successfully completed with the device with no adverse pt effects reported. A review of manufacturing records indicate the product met specification prior to being released for distribution. Medtronic will continue to monitor the field performance to detect similar events, should they occur.